Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a failure to halt radiofrequency (rf) ablation delivery. During an ablation procedure, while ablating with the foot pedal, energization continued even when the foot pedal was removed. Energization was stopped via an off switch on the main unit. There were no reported patient issues and the patient outcome was "good."